Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose of 600 mg/dl with vomiting associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient did administer insulin via injection. During troubleshooting with customer technical support, it was noted that the pump was beeping with a blank display. The patient changed the battery once and it continued, the patient then changed the battery while on the call to cts and the pump powered on and the history showed a replace battery alarm.